Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Results of the investigation: the carefusion failure analysis representative received the suspect vela main pcba (printed circuit board assembly) for evaluation. The carefusion failure analysis rep powered in operating mode and could not duplicate the customer¿s reported issue. The failure analysis rep viewed the event error log, records of xdcr fault (transducer fault) and vent inop (inoperable) events were found recording in the log. Based on the events recorded in the event error log, the associated transducer faults are likely to cause vent inop (inoperable) fault to occur again.

Event description:
The customer reported while using the vela ventilator, the unit does not power up. The issue occurred during pre-use setup prior to patient placement. There is no patient involvement associated with the event.